Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinic needed assistance with diagnostic interpretation. It was questioned if the fast ventricular tachycardia episode was real, because during that time the patient did not feel anything. It was discussed to make a slight adjustment to the sensing to make it less sensitive. The device remains in use. No patient complications have been reported as a result of this event.